Event description:
Customer reported audible beep when radiating/ intermittently saving images and no beep when making x-ray and when they saved 4 images then went to recall the images they only had 1 image; they also could not swap images on workstation. They rebooted system and were able to finish case.

Manufacturer narrative:
Gehc field service engineer pulled error logs looked and logs found error ws; error; 7.0; communication_error; node ffb disconnected; 4/27/2007; 8:14:38; 23. When tech was saving images, it was from the c-arm, so when the ffb pcb disconnected, it lost communications with the workstation which meant they could not save images will order new ffb pcb and ps1 also and return to install returned installed new parts.